Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the customer reported via the clinical affairs dept that a pt was re-admitted 3 months post-operatively with a reduced range of movement. It is further reported that the pt underwent a total knee replacement in 2009 and the pt underwent a manipulation under anesthetic procedure to address the reduced movement range.